Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak from a pin size hole in the tubing set. The treatment was discontinued. The patient was advised to use manual supplies to complete treatment and contact the pd nurse regarding this incident. Upon follow up, it was determined the cassette tubing was discarded and the patient had not experienced any adverse events as a result of this incident.